Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -4.0 diopter was implanted in the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged for a same model, same size lens due to refractive surprise. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Off labe - acd <3.0. (B)(4).

Manufacturer narrative:
A2: corrected to - age at time of event, date of birth: (B)(6) 1995 in the initial MDR. B5: corrected to - "the reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -4.0 diopter was implanted in the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020, the lens was exchanged for a same model, same size lens due to refractive surprise. The problem was resolved. Cause of the event is unknown." In initial MDR. D4: expiration date - 30-jun-2022 should be added to the initial MDR. Claim #(B)(4).